Event description:
In 2002, pt. Used the "ab energizer belt", with gel, and sustained a burn to their abdomen. One week after initial incident, consumer used the belt, without the gel, sustained a burn to abdomen. They did not seek medical treatment. They self treated with "creams they had in the house." Pt's godchild also used the belt and also sustained a burn. Consumer stated they purchased device after seeing product advertised on television for the purpose of weight loss.